Manufacturer narrative:
For one of the three reported malfunctions, the device is pending return. The company is still investigating the issue at this time. Another device has been returned for evaluation; the evaluation did not identify self-activation. For the remaining malfunction, the device has not been returned; therefore, the investigation is inconclusive for the reported malfunction as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the three malfunctions, one involved a patient with no known impact to the patient and two did not involve a patient. The remaining patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the three malfunctions, one involved a patient with no known impact to the patient and two did not involve a patient. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for all three malfunctions was provided and a lot history review was performed. The device for one malfunction has been returned for evaluation; the evaluation unconfirmed self activation. The devices for other two malfunctions were not returned, and therefore, inconclusive for self-activation as no objective evidence has been provided for alleged device deficiency. Based upon the available information, a definitive root cause is unknown. The devices was labeled for single use. H10:g4 h11:h6(results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.